Event description:
On (B)(6) 2010, pt reported her infusion device battery depleted today without giving the low battery alert. Had pt check the alarm history and there was no a2 (low battery) alert warning. Pt stated she felt like her batteries have been depleting faster than they should. Pt reported a battery will typically last her 2-3 weeks. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.